Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 588 mg/dl, customer declined troubleshooting because they feels fine and just ate and they treated with bolus checked blood glucose level after 15 minutes and blood glucose level was down to 450 mg/dl. Customer states they received a change sensor alert. Customer states they received a calibration not accepted and sensor updating on 2 different sensors. Customer was able to run test on transmitter and test passed. The sensor will be and insulin pump will not be retuned for analysis.